Event description:
It was reported that a patient was implanted with an lvad and developed a wide qrs, which was oversensed by the ICD. The oversensing resulted in inappropriate high voltage therapy. The device was reprogrammed and remains implanted. The patient was in good condition following the event.